Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Effective stimulation was established.

Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 20.9cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.